Event description:
It was reported the patient received the following results within 10 minutes: 89 mg/dl (patient meter), 89 mg/dl (patient meter), 48 (hospital meter), and 40 mg/dl (hospital meter).